Manufacturer narrative:
Date received by manufacturer: the original event (device stuck on wire) was known to csi on 3/23/2021. Failure analysis was completed on 4/19/2021 and indicated a driveshaft filar fracture. The event was deemed reportable at that time. Device analysis conclusion: the oad was returned with the guide wire spring tip section engaged and stuck within the driveshaft tip bushing. The guide wire was fractured just proximal to the spring tip with the proximal core section returned disengaged from the device. Communication with csi field staff present at the procedure indicated the wire fracture was not noted at the time of the original event, and no components were left in vivo. Additionally, one oad driveshaft filar was fractured proximal to the crown. The fractured driveshaft filar exhibits evidence of a fatigue failure. Csi ID: (B)(4).

Event description:
The driveshaft of the diamondback gen 2 orbital atherectomy device (oad) came into contact with the guide wire spring tip, and the oad became stuck on the wire. The oad and wire were removed together, and the procedure was completed with a second oad and wire with minimal delay. Upon completion of the device analysis, a fractured oad filar was identified. There was no indication of this during the procedure, and it was confirmed no components were left in vivo.